Event description:
Patient was in vtach. He was shocked with the external defibrillator during CPR twice, and on the third attempt the device did not deliver the charged shock to the pads or the patient. A different device was applied and was successful.